Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported persistent hyperglycemia despite administering multiple bolus doses, which resulted in an emergency room visit. The patient experienced symptoms consistent with dehydration and suspected a possible pod malfunction as a contributing factor. Medical treatment was provided, including an insulin injection. The patient also reported receiving an automated delivery restriction message, which is no longer displayed in the app. The patient stated that the alert steps were not followed at the time. A supplemental report will be provided when additional information becomes available.

Manufacturer narrative:
In the case description the user mentioned blousing multiple times but their blood glucose levels still rising. The physical controller was not received for investigation. Android log files from the complaint were uploaded to the cloud by the user and downloaded for investigation. Review of the android log files from on and around the date of occurrence found no evidence of insulin delivery issues. The patient history buffer (phb) files showed that while in automated mode the automated algorithm appropriately adapted micro bolus amounts based on estimated glucose values. The pod correctly delivered the user's basal program while in manual mode. All boluses programmed by the user were successfully delivered. The system was determined to function as intended.